Manufacturer narrative:
(B)(4). Device evaluation summary: the batch number h30l527705 was released by qc according to defined specifications. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of the event is then impossible to determine.

Event description:
A healthcare professional reported a pt had a "diffused bruise" at the injection immediately after treatment with juvederm ultra plus xc to the glabella. Two days later, the bruise was noted to be "growing" larger and the pt was treated with oraderm ("micronized vitamin k oxide cream"). After using the product for three days, the pt reported the skin started to feel like it was burning and stopped using the product. The health care professional feels these symptoms were due to over use of the oraderm and not due to the device. The pt then noted a blister at the injection site which developed into a scab the size of "the tip of the little finger" and swelling of the eyelids. The pt saw another physician and was prescribed antibiotics and an unk product, and notes the issues are resolving. Pt has no history of herpes or other skin issues. The pt takes 1/2 an aspirin, vitamin e and fish oil supplements daily. Additionally, the healthcare professional reports using a lot of massage after the injections, and reports no blanching was noted. The pt was also treated with botox cosmetic in the crow's feet, frontalis and glabella region concomitantly. The treating physician is unk and f/u with this physician is not possible. Allergan's approach to compliance is to resolve all doubt in favor of reporting.